Event description:
Service techs were reviewing calls about sieve material leaking onto internal parts of concentrator. MFR has testing results. Sieve material escaping from beds causing shut down and o2 purity drops. Identified 22 units as of date.